Event description:
On may 02, 2023 sensseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor (B)(6) was returned for sensor replacement alert msp ec1. Ec1 was first presented to the customer on (B)(6) 2023 (day 100 since insertion). A t90 test revealed a loss of chemical performance. In-vivo data also showed diminished signal throughout the insertion period. The system correctly disabled the sensor due to performance failure indicated by msp values below the established threshold, and the system's self-test functions are working normally. Msp failures were investigated in rep-1639, which determined the root cause of these failures to be sensor's hydrogel oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint.